Event description:
During a follow-up, externalized conductors were observed via review of fluoroscopy. Electrical testing of the lead was normal. Patient will be monitored.

Manufacturer narrative:
No medwatch form was received.